Event description:
Clinic notes were received and detailed the patient's condition. It was reported that the pain, dyspnea, dysphagia, muscle spasms, and voice alteration all resolved with disablement and thus determined to be due to stimulation. The cause of the vocal cord paralysis is being investigated, and the high impedance is believed to be possibly related to the side effects. The cause of the high impedance was not known, and it was stated that CT scan showed no issues. Information was received that the patient underwent prophylactic generator replacement and lead revision due to high impedance. The patient's explant facility is a no return site and therefore the explanted products have not been received into analysis to date. No additional relevant information has been received to date.

Manufacturer narrative:
Section b5. Describe event or problem; corrected data: information received prior to submission of initial MDR inadvertently not included.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient has a "bad seizures" not related to vns and was hospitalized. The patient's vns settings were increased at this time and a few weeks after settings increase, the patient began to experience shortness of breath, pain at the neck site, difficulty swallowing, and changes in her voice. All side effects were said to be occurred continuously and not due to vns stimulation. Per the physician, it was also stated that the left vocal cord appeared to be "not moving". It was stated the vns was turned off and will remain off from two weeks and the patient's condition will be reassessed. Diagnostics were run and were within normal limits. Information was received that the physician is not sure of the cause of the vocal cord paralysis (vcp). The device disablement was for one month to "give the nerve a rest" to see if this impacts the vcp. The patient had slight vocal change related to the vns prior. Since the seizure requiring hospitalization, the patient has experienced chronic vocal change related to the vcp. The vocal change related to the vns is unchanged. The pain was unchanged after disabling the vns, so the pain was determined to be unrelated to the vns. It was stated that at this point, the dysphagia and shortness of breath are directly related to the vcp. There was no initial change to either symptoms after device disablement. Further information was received that the patient's symptoms did resolve after the device was turned off. However the patient's device was also now seen to have high impedance. No surgical intervention has been reported to date. No additional relevant information has been received to date.